Event description:
5mm/2cc balloon was placed during renal angioplasty to achieve dilation. When deflation of the balloon was attempted, this could not be achieved; balloon would not deflate and add'l saline and contrast could not be injected. After about 30 mins and manipulation of the balloon lumen with a 0.010 and 0.11 inch fine guidewires, the balloon was finally deflated.